Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received frequent liquid level detection (lld) alarms and questionable low elecsys hcg + beta test system results for two patient samples. Patient 1 initial result was 1.26 miu/ml with a data flag and the repeat result on (B)(6) 2018 was 8982 miu/ml with a data flag. On (B)(6) 2018, patient 2 initial result was 3134 miu/ml with a data flag and the repeat result was 8232 miu/ml with a data flag. This patient was female. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was requested but was not provided.

Manufacturer narrative:
The alarm trace indicated there were several alarms indicating 'insufficient sample volume or clot pip'. The last calibration prior to the event had no indication for an issue at that time. Qc recovery was within range. Some low recoveries were observed on 26-feb-2018 and 24-march-2018. The investigation could not determine a root cause; however a general instrument or reagent problem could not be identified.